Event description:
When using the stapler for the third time the scrub was having difficulty loading the load. Once it was loaded they proceeded to use it on the patient's stomach. Once clamped the stapler blocked and did not fire or release the pressure. Manual release had to be used to unclamp the stapler. Stapler device was saved. Pictures of packaging attached. From operative note: once the greater curvature of the stomach was completely mobilized, the sleeve gastrectomy was performed. First, a 36-french gastric lavage tube was placed by anesthesia and positioned along the lesser curvature of the stomach. With this tube in place, the sleeve gastrectomy was performed by serial firings of the 60 echelon powered bariatric stapler alongside the tube. First firing was performed with a thick tissue cartridge (green). Remaining firings were performed with regular thickness staple cartridges (blue). Care was taken to avoid encroachment onto the tube particularly at the incisura.